Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative (rep) reported that the patient was in the emergency room (ER) for 2 days from (B)(6) with an allergic reaction. The doctors prescribed her steroids to treat her rashes and itching. The steroids seemed to be helping. The rep wanted to know if there was a possibility the allergic reaction was from the implanted device. It was postulated by the doctor that the allergic reaction was caused by a medication and he referred her to a specialist to confirm or deny the theory. As of (B)(6), the rep did not know if the condition had ceased or if the patient was able to see the specialist to determine the cause of the allergic reaction. The patient's relevant medical history includes spinal pain.